Manufacturer narrative:
Return requested. Replacement double process short clamp shipped to site 12/28/2016. No parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's double process short clamp. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Part not received by manufacturer

Event description:
A medtronic representative reported that, while in a spine procedure, the site's double process short clamp was damaged. When removing the double process short clamp the surgeon stripped the clamp screw. The edges of the clamp were pushing up against the screws that were placed in the vertebra which resulted in making it difficult to release the clamp. The site acknowledged that this was use error. The surgeon was able to remove the clamp without any impact to the patient. Delay in therapy was less than one hour. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's double process short clamp. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The suspect spine clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring on the adjustment screw was removed. This results in the clamp being able to tighten but not loosen. No additional information was provided. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.